Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage. (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was dislodged during a heart valve surgery. The patient is in permanent atrial fibrillation so the ra lead was removed and not replaced. No patient complications have been reported as a result of this event.